Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. This device is used for treatment. Review of the compatibility matrix identified that all the components are compatible. Per the package inserts of the components, pain and poor range of motion are known adverse effects of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loss of movement in her right knee.

Manufacturer narrative:
DHR was reviewed and no discrepancies were found.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: nexgen lps-flex articular surface, item number 00596202210, lot 62160318; nexgen all ply patella, item number 00597206529, lot 62418728; nexgen stemmed tibial component, item number 00598002702, lot 62326072; osteobond dough-type bone cement, item number 00110100200, lot 62352766; osteobond dough-type bone cement, item number 00110100200, lot 62352766.